Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a hole. It was identified after air was visualized in the line during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no defects were observed that could generated the reported condition. Priming was performed, and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.